Event description:
The user facility reported that a perforation in the vessel was noted while "inserting the dilator" during a radial catheterization procedure. Reportedly, the physician noticed the perforation when contrast was seen outside the vessel and the patient was then taken to surgery to have the perforation repaired. Although repeated attempts have been made to communicate with the user facility, no additional information has been made available.

Manufacturer narrative:
Although repeated attempts have been made to communicate with the user facility, no patient demographic information has been made available. Therefore, section a of this report was left blank. The involved device has not been returned for evaluation. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based on the available information. There is no evidence that indicates this event was related to a defect or malfunction of the glidesheath device. The potential for vessel damage during use of this device is addressed in the instructions-for-use. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. As of this time, attempts to obtain additional information from the user facility have been unsuccessful. A supplemental report will be submitted if additional information becomes available. (B)(4).